Event description:
Customer reported being hospitalized due to high blood glucose levels. Instructed customer to change out set and inject as per md. Troubleshooting performed and pump appeared to be functioning as designed.